Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 patient underwent the following procedures: removal of instrumentation l3-4. L2-3 posterior non-segmental instrumentation. L2-3 posterolateral arthrodesis. L2-3 transforaminal lumbar interbody fusion. L2-3 placement of intervertebral biomechanical prosthetic device. L2-3 laminectomy, medial facetectomy and foraminotomy. Local morselized autograft. Preoperative, postoperative diagnosis: l2-3 joint instability and degenerative disk disease. Per op-notes:¿ under fluoroscopic guidance, titanium screws were placed into l2 and l3 bilaterally. An interbody cage filled with rhbmp-2 containing sponge was placed into the l2-3 disk spaces under fluoroscopic guidance as well. Good distraction of the disk space was noted. C-arm was then removed from the field the transverse processes and superior fusion mass laterally were decorticated. The remaining bmp sponge and bone graft were packed into the posterolateral gutters bilaterally. A 5 mm titanium rod of 5.5 mm width locked onto the pedicle screws bilaterally. A hemovac drain was placed in the epidural space and brought out through a separate stab incision. The wound was closed in layers with interrupted 0 vicryls in the deep muscle and lumbosacral fascial layer, 2-0 vicryl s were placed in the subcuticular layer.¿ on (B)(6) 2007, patient underwent lumbar laminectomy and fusion with posterolateral fusion l2-3 and interbody fusion as well as posterior non-segmental instrumentation. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.